Manufacturer narrative:
The technician found the nurse call had not been enabled. The nurse call was turned on by the technician to resolve this issue.

Event description:
The account alleged the nurse call is not functioning. No patient impact.